Manufacturer narrative:
A review of pre- and post-placement inspection records found device working as designed. Inspection was unable to confirm malfunction.

Event description:
While in the patient's room, the nurse attempted to lower one of the side rails when the bed latch fell and lacerated her finger, requiring 4-5 stitches.